Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, there were image problems and it no longer showed image. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated since the cable was not connected to the ccd unit. It was also found that the adapter was bent. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Judging from the bent adapter, excessive force might have been applied while handling. Omsc presumed that the cable connected to ccd was detached due to the force and no image was displayed.